Event description:
Ivus catheter was inserted to measure lesion. Upon removal, ivus catheter got stuck. The write and ivus were pulled out. Appeared like the wire split or catheter broke. A new one opened and used to complete the case.